Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure in combination with a watchman implant for left atrial appendage closure, the patient experienced neurologic symptoms including confusion upon waking from the procedure, right arm weakness, and vision changes. Magnetic resonance imaging (MRI) revealed multiple acute small ischemic infarcts in the bilateral cerebellar hemispheres, right frontal white matter, bilateral parietal lobes, and bilateral occipital lobes, with the largest infarct located within the left occipital lobe. It was noted that these findings were considered likely related to a thromboembolic phenomenon. The patient's hospitalization was extended by two days. No further patient complications have been reported as a result of this event.